Event description:
During a coronary drug-eluting stenting treatment procedure, balloon rewrapping difficulties were encountered after successful deployment of the taxus express2 drug-eluting stent. No pt injury or complications were reported. Add'l info has been requested regarding this event.